Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: snaring of separated guide wire. Device issue: separated guide wire. It was reported that the bmw guide wire was being used with another company's pacing lead (off-label use). The pacing lead was retracted, without resistance, and once inside the sheath, both the lead and the guide wire were removed together from the patient. Once outside the patient, the distal end of the guide wire was observed to look unusual and it was determined that the distal portion had separated. Under fluoro, the separated piece was located inside the sheath, which was in the right atrium, and was successfully removed from the patient using a snare device. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Eval summary: quality assurance analysis revealed that the guide wire was returned with blood and tissue on the coils. There was no contrast visible. The core had separated at the distal end of the hypotube. There was a piece of the core extending out the distal end of the hypotube. The tip was kinked 9 mm proximal to the tipball. There was also a kink in the core 2 mm proximal to the center solder. There were offset intermediate coils proximal to the center solder for a length of 4 mm. The guide wire was sent to the scanning electron microscopy (sem) lab for further analysis. Product performance engineering reviewed the incident information and the analysis of the returned device. The review of the sem revealed that the device core showed evidence of a bend adjacent to the hypotube. The sem also showed the guide wire failed from ductile overload at the bend. The guide wire was therefore subjected to forces that exceeded the strength of the device. The balance family of guide wires was designed with the hypotube junction 40 cm from the distal tip. The hypotube joint should never be kinked because a kink will damage the joint, but even with treatment of a very distal lesion, during normal use, this junction should only enter the primary curve of any guiding catheter in coronary pta procedures; therefore, the opportunity of the guide wire being bent into a tight enough bend to damage the hypotube should only happen in unusual circumstances. In this case, it was an off label use of the guide wire to place leads in the venous system for which the guide wire was not designed and it is unknown if this was a factor in the fracture of the guide wire. The force used to deliver the leads may have been the factor that caused the guidewire to fracture. Pushing against resistance can cause the guide wire to bend as found on the returned device. The tip damage and overlapped coils suggest that the guide wire was moved against resistance. It is also possible that during removal of the guide wire from the dispenser hoop, preparation of the guide wire for use or loading of the guide wire into the rhv or another device, that a bend of this type could occur that would later fracture. In this case, the root cause of the bend and subsequent failure due to ductile overload is unknown, but the analysis did not show a manufacturing related cause for the experience. This very low-level failure mode is being monitored. Action may be taken based on future complaints. To insure this does not occur, manufacturing 100% checks all guide wires for any bends or kinks along the core. Every guide wire is non-destructively checked for hypotube joint tensile strength. Also, on a sampling basis, the hypotube joint is pull tested to failure and must meet control requirements showing that the lot is in control and meets the specification for pull test. This MDR is considered closed by the product performance group.